Event description:
Patient hospitalized for elbow replacement. On routine fly (8 months post-op), the surgeon detected the disassembling of the radial stem from the head. This event needed the revision.